Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial (ra) lead failed to let the guidewire advance and was later found out it was punctured when it was flushed again. The lead was not implanted. There were no reported patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of stylet insertion failure was not confirmed. The reported events of insulation damage was confirmed. A complete lead was returned in one piece the stylet found partially inserted. The stylet was able to be fully inserted and removed. Destructive analysis found the inner insulation was perforated/ damaged at the distal region of the lead consistent with procedural damage. No other anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The reported event of stylet insertion failure was not confirmed. The reported events of insulation damage was confirmed. A complete lead was returned in one piece the stylet found partially inserted. The stylet was able to be fully inserted and removed. Destructive analysis found the inner insulation was perforated/ damaged at the distal region of the lead consistent with procedural damage. No other anomalies were found.